Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels ranging from above 30 mg/dl- above 500 mg/dl. The customer consumed juice was removed from pump therapy and took manual injections to stabilize bg levels. The contact stated that the event date was sometime in (B)(6) and could not remember exact dates. The contact stated to not know what could have caused the fluctuating bg levels but thinks it was a infusion set site issue. However, it was not confirmed.

Manufacturer narrative:
Brand name, common device name